Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported alarm generation. The original used patient circuit was discarded. The root cause of the reported event has not been determined but was most likely due to a leakage in the patient circuit.

Event description:
Manufacturer's ref : (B)(4).

Event description:
It was reported that the ventilator generated alarms for low peep and low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).